Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a real intelligence cori assisted tka surgery, during the femur bone removal, the cori screen went black for few seconds, after return of the screen an error message appeared on screen about drill deactivated. After 3 unsuccessful attempts to reinitialize the drill, another back up drill have been used with the same result. The procedure was resumed, after a non-significant delay, with manual procedure. No further complications were reported.

Manufacturer narrative:
H3, h6: the real intelligence cori, part number rob10024, serial number (B)(6), intended for treatment was returned for evaluation. The reported problem could not be confirmed with a visual inspection. Nothing was visually identified that leads to the reported scenario. The reported problem was not confirmed with a functional evaluation. A test case was performed using a known to work drill. The setup was completed as intended. On the burring phase no failures occurred. The test case was completed without any failures occurring. The console was opened for further investigation. The connections were checked. All were in place. A second technician was asked to confirm the reported scenario. A second test case was performed which could be completed without any failures occurring. A third test case was performed using a different known to work drill. Again, the test case was completed without any failures occurring. A complaint history review was performed by part number, and similar complaints were identified. A review by serial number was performed and no similar complaints were identified. A review of manufacturing records indicates the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file, and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. No reasonable contributing factors could be identified based on the received complaint information and investigation results. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received, the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.